Manufacturer narrative:
Pump received with insulin flow block/occlusion/no delivery alarm anomaly. Pump seats immediately upon priming due to corrosion found on the motor/force sensor assembly. Unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to corrosion found on the motor/force sensor assembly. Software error detected found in the pump history (B)(4)). Problem isolated to electronic assemblies.

Event description:
It was reported that the insulin pump alarmed software error detected and hardware low level failure. The customer's blood glucose value was unknown. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.